Manufacturer narrative:
The local area field representative was contacted for additional information regarding product return status. At this time, device return was expected. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker was explanted and replaced due to early battery depletion. No additional adverse patient effects were reported. Product return was requested.

Event description:
It was reported that this pacemaker was explanted and replaced due to early battery depletion. No additional adverse patient effects were reported. Product return was requested. The device was returned, and analysis was completed, and the report is updated with the product investigation results.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Analysis of the device confirmed it was operating in safety mode and that critical therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high impedance within the battery. The high battery impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to enter safety mode operation to maintain back-up pacing with pre-defined settings. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior. The local area field representative was contacted for additional information regarding product return status. At this time, device return was expected. Should additional information become available this report will be updated.